Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  A review of procedural imagery showed calcification on the annulus and leaflets. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. During manufacturing, the delivery system and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis.  All pv testing passed specification.  These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed since the complaint device and/or relevant imagery were not returned or provided for evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿the commander delivery system ruptured due to calcium¿. The provided 3mensio report illustrated calcification present in the annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification) may have contributed to the reported event. Since no product non-conformances or IFU/training manual deficiencies were identified, no product risk assessment escalation and corrective/preventative actions are required.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 ultra valve, the commander delivery system ruptured due to calcium.¿ the system was pulled back into the esheath and withdrawn without incident. There was moderate paravalvular leak.¿ post dilatation was performed with good results. The patient was stable post procedure.